Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 23 mm xience prime stent delivery system (sds) was advanced, but during the multiple attempted to advance the sds, the proximal shaft separated due to resistance with the anatomy. The device was removed and a new 2.5 x 23 mm xience prime sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.